Event description:
The operator of an aptio automation system reported finding one sealed patient sample tube had dropped onto the automation track and spilled. There are no known reports of patient intervention or adverse health consequences due to the sample tube drop.

Manufacturer narrative:
A united states customer contacted siemens to report that the operator of an aptio automation system found one sealed patient sample tube had dropped onto the automation track and spilled and that the automation belt was not moving. The customer did a full track reboot to restart the automation belt. After the full track reboot, the customer obtained a "1202 power supply 1" error and the automation belt did not restart. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse replaced a power supply, resolving the automation belt issue. The cause of the dropped tube and automation belt not moving was a power supply. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.